Event description:
This was a limb salvage patient with gangrene and single vessel runoff. The jetstream g2 catheter was used to treat a long chronic total occlusion in the popliteal and anterior tibial artery. A post treatment angiogram revealed sluggish reflow in the distal vascular bed (in the foot) believed to be the result of microembolic debris. The slow flow was treated with nitroglycerin and a balloon and the patient was fine. The device worked well, but stopped registering rpms on the console during the procedure. However, this did not affect the device's ability to treat the lesion as the user is also able to determine audibly if the device rpms are increasing or decreasing. There is no indication that this was related to the sluggish reflow and microemboli.

Manufacturer narrative:
Based on the physical evaluation of the returned g2 device, it is likely that the tachometer became wet during the case, which subsequently caused the tip speed to stop registering on the console. However, the device, otherwise operated as intended with respect to atherectomy function. There is no indication that this was related to the sluggish flow/microembolic observation made by the physician. The cause of the emboli is unknown. Emboli are an inherent risk of the procedure and are listed as a potential adverse event in the instructions for use.